Event description:
It was reported during primary right knee surgery a small piece of the trial poly insert component broke off.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Conclusions: the reported event was confirmed. A portion of the distal rails of the triathlon ps trial fractured. Scratches and indentations were observed on the articulating surface, underside, and distal rails.

Event description:
It was reported during primary right knee surgery a small piece of the trial poly insert component broke off.